Event description:
Confirmed bia-alcl. On (B)(6) 2007 first stage reconstruction - textured tissue expanders were placed (133 mv t.e. 700cc ref: 133mv - 16 sn: (B)(4)). On (B)(6) 2007 second stage reconstruction - textured implants were placed (mcghan saline implants 700cc ref: 168-700 sn: (B)(4)). On (B)(6) 2010 revision of reconstruction/ pathology for seroma - cytology was negative for any atypia, the same textured implants from (B)(6) 2007 were placed in patient. On (B)(6) 2016 revision of reconstruction for a deflated right breast and inflated left breast - smooth silicone implants were placed (left breast: natrelle ref: srf - 695 sn (B)(4), right breast: natrelle ref: srf-770 sn: (B)(4)). On (B)(6) 2017 biopsy and debulking of sternal mass - left breast capsule and implant removed since the tumor extended to the capsule. Tumor sample was sent to pathology and was confirmed as bia-alcl.